Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed 41786 when powered on. The event happened during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the damaged main board was the most probable cause and was replaced. Additionally, the air detector and the delaminated seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.